Manufacturer narrative:
Investigation completed 6/07/2017. Method: -device history review; -trend analysis; -failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2014 ¿ feb. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿e1057¿ in the search criteria. The review encompassed dates 31-may-16 to 31-may -17. There was only one complaint which contained the search criteria. Additionally, the review verified that this complaint is the only complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: (B)(4). Conclusion: the complaint was verified as valid; error e1057 was verified as present in the device log file. The cause was identified a low charged battery has been confirmed to cause the monitor to be unsuccessfully powered and error code e1057 occurrence. The lcx02 monitor user guide 60904052 rev a chapter 2; setting up the system for the first time provides clear and adequate instructions to the user for battery charging requirements. The battery is required to be charged for 5 hours to fully charge the battery.

Event description:
Error code e1057, power board failure was reported. Additional information received from the customer on (B)(6) 2017: the customer received the licox loaner and unpacked it; installed the battery and put the battery cover plate back on. The customer put the charger on the device and powered the device on after 5 minutes. The device displayed the e1057 code during this functional check of the device. There was no patient incident.